Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the patient was seen from their healthcare provider and the system was checked and an impedance test was done. No opens or short circuits were detected. Her system is functioning properly and the patient had no complaints of increase or return of symptoms.

Manufacturer narrative:
Continuation of medical devices: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2017, product type extension. Product ID 3387s-40, lot# va1kdbn, implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 01-may-2021, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4)b3: no information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient fell and hit her head and feels that her system isn't working as it did prior to her fall. The patient is going to reach out to a local rep to see if any damage to the system resulted from the fall. No diagnostics/troubleshooting has been performed at the time of this report. No troubleshooting has been performed at this time and no actions/interventions have been taken either. The issue is not yet resolved. No surgical intervention occurred and none is planned. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was seeing by a healthcare provider (hcp) this friday. No additional information available at this time.